Event description:
This report is being filed after the subsequent review of the following literature article, bjorkenheim, j.m., et al., (2004). Internal fixation of proximal humeral fractures with a locking compression plate. Acta orthop scand; 75(6): 741-745. A retrospective study was conducted with 72 patients (44 women) with an acute fracture of the proximal humerus and were treated with the locking compression plate (philos) at a hospital between (B)(6) 2002 and (B)(6) 2003. The mean age of the patients was 67 (27-89) years. Two (2) patients were revised due to loss of fixation (implant failure) at the humeral shaft. A copy of the literature article is being submitted with this medwatch. This is report 3 of 3 for (B)(4). This report is for unknown locking compression plate and refers to the two patients who were revised due to loss of fixation.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown locking compression plate, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.